Event description:
It was reported that during a laparoscopic cholecystectomy, the clip did not come out after the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Broken jaw ramp, malformed clip additional information: did the clip fully advance into the jaws of the device? The information was not provided from the hospital. Were there any unusual noises heard? The information was not provided from the hospital. Any torquing or twisting of the device during the third firing? The information was not provided from the hospital. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed one clip and the jaw ramp broke off. The remaining clips were ejected due to the condition of the broken ramp. Finally the device locked out as intended but the orange indicator was undertraveled. The indicator wheel failure is not related to the reported event. The damage at jaw ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning process. No conclusion could be reach as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.